Event description:
Respiratory therapist states I-vent showed a full battery. Battery depleted within 10 minutes to empty in the middle of a transport to the or. Respiratory took the patient off of the ventilator and ventilated the pt via ambu bag/tube the rest of the way to the or team.